Event description:
It was reported that cadd legacy pump alarming no cassette. During testing, no patient injury reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was duplicated during testing. Found fluid ingression on the downstream sensor which caused the double beep - no cassette attached problem. Fluid ingression was found to be the cause of the reported problem. For corrective action the downstream sensor was replace. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date of 2002-09 and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.